Event description:
It was reported that during use of the catheter, the balloon ruptured in situ, and apparently the balloon latex separated. The catheter was removed and replaced without any complications.